Event description:
It was reported that the customer's insulin pump was cracked. Customer's blood glucose was not known. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a cracked case at display window corners, cracked battery tube threads and a cracked end cap. Insulin pump was received with minor scratches on the lcd window and debris under window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.